Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level reading low; cause was unknown. Customer was treated with a glucagon injection and ibuprofen to address bg. Customer was discharged later the same day with the issue resolved. System check confirmed the pump was functioning as intended, and no issues were found with the cartridge, infusion set, or insulin.